Event description:
It was reported that continual air was observed during sheath aspirations after performing a transseptal procedure using an nrg needle through the faradrive sheath. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.